Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. No further investigation can be performed due to insufficient information provided. If more information is received and/or devices are returned for evaluation this investigation will be reopened and updated.

Event description:
A physician reported four fractured ozark screws at the c3 to c7 levels identified approximately six months after implantation. Revision surgery is not scheduled at this time. This report represents the second of four screws.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
A physician reported four fractured ozark screws at the c3 to c7 levels identified approximately six months after implantation. Revision surgery is not scheduled at this time. This report represents the second of four screws.